Event description:
It was reported that during an unknown procedure, the scalpel could not be activated. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good physical condition. The instrument was attached to a test hpblue and connected to a gen11, while testing the hand activation function, the min trigger remained activated (continuous activation) after the button was released. This occurred while compressing the trigger on the side of the instrument. No conclusion could be reached as to what¿s the root cause of this issue.